Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random beeps without error code or message. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had hairline crack near top of battery compartment, rejected new batteries, random and unexplained no delivery alarms and batteries last more than 6 days, but not much more. The insulin pump will not be returned for analysis.